Manufacturer narrative:
A ge rep evaluated the system and repaired the connectors for the 5 and 12 volt power supplies. System operates as intended.

Event description:
The customer reported the system is displaying white images and when the interconnect cable is moved, artifacts are generated on the screen. No pt injury was reported.